Event description:
It was reported that the sheath was placed pre-op and used through heart surgery. After surgery, the drapes were removed and it was noticed that the sheath body had separated from ther hemostasis valve. The sheath body was removed percutaneously at the insertion site without any intervention. There were no add'l pt complications.